Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -4.00/-3.00/88 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced refractive surprise. It was reported a lens exchanged is planned to resolve the issue. Lens remains implanted. Cause of the event was reported as unknown. If additional information is received a supplemental medwatch report will be submitted.